Event description:
It was reported that during preparation for therapeutic procedure the camera head had color bars remain on screen. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had a damaged cable connector with scratched pins causing intermittent image with color bars to show. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.